Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 149,324 joules. Also, it was reported that the fiber tip was damaged. No pt injury was reported. The device was not returned for evaluation.